Manufacturer narrative:
A specific root cause could not be identified. No issue with the reagent or instrument was identified based on the provided data. All results were at the lower limit of the assay measuring range and were in clinical agreement. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have affected the sample quality and contributed to the issue.

Event description:
The customer stated over the past 3-6 months, they have noticed several incidents of human chorionic gonadotropin (stat) results that were >0.5 miu/ml, but less than 1.0 miu/ml. When they recalibrate the assay, the results will repeat as <0.5 miu/ml. The specific number of patient samples involved was unknown. Of the data provided, only the results for two patient samples were discrepant. Patient sample 1 initial result was 0.666 iu/ml and was reported outside the laboratory as 0.7 iu/ml. The sample was repeated after recalibration and the result was 0.5 miu/ml with a data flag. The sample was repeated on another cobas e601 and the results were 0.839 miu/ml and <0.5 miu/ml after recalibration. The repeat results were believed to be correct. Patient sample 2 initial result was 0.745 miu/ml and was reported outside the laboratory as 0.7 miu/ml. The repeat result was <0.5 miu/ml. The customer did not make a corrected report. The patients were not adversely affected. The reagent lot number was 17927702 with an expiration date of 11/30/2015. Then field service representative could not find a cause. He performed a photomultiplier high voltage check on both channels and ran performance testing. The customer ran calibration and qc with results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (UDI)#: (B)(4).